Event description:
It was reported that noise was noted by the pacemaker and the noise reversion algorithm did not appropriately mark the ventricular events as refractory. It was also reported that the ventricular lead was oversensing noise. The ventricular sensitivity was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.